Event description:
The customer reported about 10 ml of clear liquid leaked from the bottom of their coulter hmx hematology analyzer w/ autoloader instrument which gave "diluent comparison out of limit" error message halting instrument operation. Some of the clear liquid made it onto the counter and floor. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced worn tubing at pinch valve pv45 to resolve the leak. (B)(4).